Event description:
Facility reports of three incidents involving type ii co-pack adapter that within 1 week of applying them, the adapters would completely slide off of the patient's quentin curled catheters. This incident occurred twice to one patient (pir 200200173 and pir 200200180) and once to another patient (pir 200200183). Patients were given prophylactic antibiotics for each occurrence. None of the patients developed peritonitis. All three samples have been discarded. Facility is no longer using the product but is switching back to titanium adapters. Pir/MDR's will be filled out for each incident.